Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: loose stem approx. 3 years after primary implantation. Only one radiograph is available, and the date is not specified.the stem in the one radiograph appears to have sunk slightly and to be possibly slightly undersized, but having no lateral projection no conclusion can be drawn on this aspect. The use of a lateralized stem and an extra extra long head may lead to think that the sinking took place perioperatively, but there is no report on this either. The root cause for loosening cannot be detrmined with certainty; a slightly undersized stem with an extremely large offset (lateral version plus an xxl head) is certainly an unfavourable combination for stem stability. On 29 february 2016 it was prepared a final report with the information already submitted in the intial report and here above. On 03 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 111241: (B)(4) items manufactured and released on (B)(6) 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of hip pain. The surgeon discovered the pain was due to stem loosening. The surgeon removed the stem, head and liner. X-ray available. The explants will not be returned.